Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacture representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the surgeon was doing a stage 2 to connect the extension to the lead when they went to screw down the most proximal connection, it did not click and it kept turning and then started shredding and ruined/destroyed the lead. Surgeon tried to reconnect the screw into the lead and it just kept turning. The surgeon cut the lead and the extension will be sent back for analysis. A new stage 1 to fix the lead will be on thursday, (B)(6) 2018. The issue was not resolved at the time of the report. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
Analysis of the lead lot # va1ng68 found no significant anomaly- the lead proximal end was stretched. If information is provided in the future, a supplemental report will be issued.